Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot#: l66683, implanted: (B)(6) 1999, product type: lead. Other relevant device(s) are: product ID: 3887-45, serial/lot #: (B)(4), ubd: 25-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that, per the patient, the ins "only worked for about 5-10 years". The hcp was unable to clarify if the ins "stopped working" or what the potential issue was. The hcp stated they would recommended to the patient to call the manufacturer to report the potential issue. No symptoms were reported. Additional information was received from the patient. It was reported that ins just stopped working. The patient said that one of the leads was floating around in their right shoulder not attached to anything. The patient stated they went to have it removed and they were told it could not be removed. No further complications were reported.